Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indication for use. The hcp reported that there was high impedance, greater than 4000 on all electrodes, observed on the day of surgery. There was no other stimulation issues reported that occurred as aa result of the issue. Impedance was tested multiple times and troubleshooting was performed -- including removing the ins, cleaning the lead and reattaching; moving away the or lights to prevent interference, etc. It was suspected that the lead might have been knicked by the bovie was being used to obtain hemostatis. However, this was unconfirmed. The cause was not known. The issue was resolved and the device was revised on 2026-jun-22. The patient was scheduled for a full implant. The lead was implanted and the ins was attached. When impedance was tested there was impedance found on all 4 electrodes. The impedance was tested multiple times.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va38v52 serial # implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 13-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.